Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5x5.4mm abdominal aortic aneurysm. The proximal neck was 22-24mm in diameter and 25mm in length. The left common iliac artery was 17-14-13-12-10mm in diameter and the right common iliac artery was 12-11-10-9mm in diameter. The right external iliac artery measured 4.5-6mm in diameter and the left external iliac artery measured 5.5-6mm in diameter. It was reported that during the index procedure a reliant balloon was selected for use. After the physician successfully ballooned the proximal seal zone in the bifurcated stent graft, the balloon was fully deflated and retracted to balloon the contralateral limb/main body overlap in the "gate" segment. While the balloon was entering the gate segment, the physician visualized the proximal limb markers/proximal bare stents being pulled distally within the gate. The physician immediately stopped retracting the balloon, advanced it proximally, recognizing that the deflated balloon material had likely snagged on a proximal bare stent, pulling it distally. By rotating the balloon while slowly retracting the balloon catheter, the physician was able to remove the balloon without further moving the limb. An endurant ii 16x16x82 limb was then implanted within the gate segment to achieve adequate overlap seal between the bifurcated stent graft and the 16x13x124 contralateral iliac limb. The final angiogram confirmed adequate overlap seal was achieved and no presence of an endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).